Event description:
Caller reported malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance in resetting the pump and was instructed to continue using it, with encouragement to call back if the issue recurred. The customer acknowledged this guidance.